Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Customer experienced a blood glucose (bg) level described as "high" and elevated ketones; however, a bg value was not provided. Customer administered a manual injection and consumed water to address bg level. Reportedly, the customer had manual injections and an alternate pump available for insulin therapy.